Event description:
In 2008, a physician contacted baxter to report that one of his patients developed peritonitis one month prior, (specific date unk at this time). The physician indicated that he thought that the patient's transfer set that was recently changed may be involved. However, the physician does not track or document the lot numbers for the transfer sets he used. No further information is available at this time.

Manufacturer narrative:
The sample is not available for evaluation. Cannot be completed as limited info is available at this time. If additional information is received, a follow-up will be submitted.